Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device hardware failed. A field service engineer (fse) identified that main mini drawer 1.3 had failed due to a jammed emergency latch. The drawer also failed testing in the hardware test application (hta). The fse replaced the mini engine for position 1.3, after which the drawer became responsive. Final testing was completed successfully, and the pharmacy technician was able to inventory mini drawer 1.3 without any issues, confirming full functionality and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device hardware failed. Mini drawer 1 failed despite multiple reboots and recovery attempts. The anesthesia team required this drawer for securing rescue medications during surgeries. As a temporary workaround, the machine was swapped with another unit. The customer stated that this malfunction occurred during dispensing the medication for surgery. However, there were no adverse events or injuries reported based on this event.